Event description:
The event is reported as: the customer alleges that the unit was alarming "too hot". The unit was being used on a patient at the time. Another unit was obtained for the patient. No report of a patient injury.

Manufacturer narrative:
The device sample was returned to the MFR for evaluation, but the investigation is incomplete at the time of this report.